Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image could not be identified. However, it's likely the cause is related to a faulty video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of an asset returned to olympus it was discovered that the image was flickering. There was no patient involvement.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the video connector socket is not functioning, and this caused the image to flicker. During inspection and testing the following was also found: the output socket is discolored. This complaint is most likely the result of wear and tear damage and customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.